Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Systolic dysfunction.

Event description:
It was reported that the patient experienced - systolic dysfunction - and heart failure. The left ventricular lead exhibited loss of capture. The lead was explanted and replaced.